Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a pericardial effusion. During a pulsed field ablation (pfa) procedure to treat a paroxysmal atrial fibrillation, a farawave pulsed field ablation catheter was selected for use. After 22 applications, the physician observed on the intracardiac electrogram (ice) that a pericardial effusion occurred. The procedure was stopped and a pericardiocentesis was performed. The patient left the room in stable condition and is expected to fully recover from the event. The device is not expected to return for analysis as it was disposed. It was further reported that there was no resistance maneuvering the guidewire during the procedure. The catheter was located in the left atrium when the event occurred. The patient was discharged from the hospital on (B)(6) 2024.